Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. The proximal neck was 30 mm in diameter with 20% circumferential mural thrombus. It was reported that a CT scan discovered infrarenal dilatation from 35mm to 37mm. It was noted that the CT did not reveal an endoleak or aneurysm enlargement; however, loss of seal was noted due to progressive disease in the infrarenal neck of the aneurysm and the juxtal aorta with dilation expansion has increased from 29 mm in diameter to 33 mm in diameter. Currently, the aneurysm is 5.3 cm in diameter. Per the investigator the event is related to the patient's anatomy. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Event description:
Additional information reported that the patient was treated using a 20 french sheath and implanting seven heli-fx endoanchors positioned circularly. The sheath was then removed and the procedure was completed. The event was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.